Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The customer reported issue was able to be duplicated. It was caused by production mistake (one extra screw was inside the pump). The reported issue was corrected by removing an extra screw from the pump. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump showed error 41622. The bolus administration was not possible. The device turned off by itself. There was no reported patient involvement.